Manufacturer narrative:
Manufacturer investigation conclusion: the reported no external power alarm while connected to the mobile power unit (mpu) was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 12 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 at 23:22:17 - 23:22:58 there was an atypical loss of ac power while connected to the mpu that caused a no external power alarm. The backup battery provided power during this time and the alarm cleared once ac power was restored. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. Multiple good faith efforts were sent asking if the mobile power unit would be returning, if the mpu had a v-lock connector, if it is known if the power cord came loose at the wall/outlet or at the back of the unit, and if any environmental circumstances that may have affected ac power at the time of the event; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 12may2016. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic. Log file analysis captured a series of no external power events on (B)(6) 2021. This was caused by power to the mobile power unit being briefly interrupted. There was no interruption to pump support during this event.